Manufacturer narrative:
Correction to b5: premature battery depletion was not alleged.

Event description:
It was reported that this pacemaker was suspected to be depleting faster than expected. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. Additional information was received which reported that the patient with this pacemaker and a non-boston scientific right ventricular (rv) lead experienced syncope and presented to the emergency room. The device and lead exhibited high threshold measurements and what appeared to be loss of capture. The device interrogation otherwise appeared normal and had been set to high rv outputs. The patient reported going into cardiac arrest and being revived on two occasions. A surgical revision was performed, and the rv lead was explanted and replaced. This device was also explanted during the procedure to provide the patient with a new device with more battery life. There were no allegations of premature battery depletion. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.